Event description:
A customer reported experiencing a minimum fill notification. There was no adverse impact on the customer¿s blood glucose level. The customer initially attempted to address the issue by reloading the same cartridge, but this did not resolve the problem. The technical support team instructed the customer to remove the pump from its case, clean the pneumatic tap area, and properly load a new cartridge. Following these steps, the issue was resolved, and the customer successfully loaded a new cartridge onto the pump, allowing them to resume insulin therapy.